Manufacturer narrative:
A review of the device history record has been initiated. If any new, changed or corrected information is noted, a supplemental medwatch will be submitted. Device evaluation: analysis of the returned device identified: deformation device, wear abrasion, creases fold and weight to the spec. Cloudy in the gel observed after autoclave cycle.based on the device analysis the final assessment is: 0 issues found related with the manufacturing process.

Event description:
Healthcare professional reported left side capsular contracture baker grade IV, and hematoma. The device has been explanted.

Manufacturer narrative:
Reason for reoperation is capsular contracture baker grade IV. The event of capsular contracture is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. This is a known potential adverse event addressed in the product labeling.

Event description:
Healthcare professional reported left side capsular contracture baker grade IV. The device has been explanted.